Event description:
A report was received that the patient's ipg was not able to hold its charge after a surgery wherein an electrocautery was used. The patient underwent a lead revision and an ipg replacement. The patient was reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).

Manufacturer narrative:
Additional information was received that there was no lead revision done. Only a battery replacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50 cm the explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was not able to hold its charge after a surgery wherein an electrocautery was used. The patient underwent a lead revision and an ipg replacement. The patient was reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).